Event description:
Patient reports a history of intermittent relief of pain and symptoms of withdrawal beginning in 2000. A roller study was performed and showed that the rotor was turning. Surgery was done and the catheter was revised and good flow obtained. Patient continues to experience periods of withdrawal and less than desired pain control. January and february - control becomes poor - pump study reveals all ok-catheter revised in 2001. Six days prior to event date patient was experiencing withdrawal symptoms and poor pain control. Rotor study done - rotor stalled. Pump replaced on event date. Follow up with hcp confirms that patient experienced withdrawal and increased pain. Patient covered with oral meds. The pump was found to be stalled and restarted. Patient has recovered since replacement of the pump and is doing well.